Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed but only show the product packaging. No clotting was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a clogged or occluded cannula may be caused by foreign particles in the fluid path or on the cannula. It may have the potential to enter the blood stream of an individual and possibly cause harm/serious injury. (I.e. Embolism, infection, etc.). The following information was provided by the initial reporter. The customer stated: there are issues of clotting in blood samples when taking multiples samples. In the first tube it was possible to draw the blood, but as from the second tube it presents clotting issue in the needle, that prevents the blood flow into the tube."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was a clogged or occluded cannula may be caused by foreign particles in the fluid path or on the cannula. It may have the potential to enter the blood stream of an individual and possibly cause harm/serious injury. (I.e. Embolism, infection, etc.). The following information was provided by the initial reporter. The customer stated: there are issues of clotting in blood samples when taking multiples samples. In the first tube it was possible to draw the blood, but as from the second tube it presents clotting issue in the needle, that prevents the blood flow into the tube."